Event description:
Per the audiologist's report, the patient reported no loudness growth on some electrodes at initial activation of her cochlear implant. Seven electrodes were flagged as open circuits at that time. Integrity testing in 11/2006 showed 10 faulty electrodes. A CT scan revealed migration or incorrect placement of the electrode array. Cochlear has recommended explantation / reimplantation surgery. No date has been set for surgery at this time.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.